Manufacturer narrative:
D4: unique device identifier (UDI) not available. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ es server, medication orders were discontinued in pyxis but remained active in epic. For one patient, the orders appeared as discontinued in pyxis while still displaying as active in epic. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.